Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the foreign material on the objective lens have been caused by silicone chemicals such as antifoaming agents. Suggested event can be inspected and prevented by following below IFU: inspection method is described in the operation manual gif-1200n chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif-1200n chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign material in the objective lens. There were no reports of patient involvement.